Event description:
Provider alleges the caster stem snapped while the patient was in the chair allegedly causing him to fall out of the chair.

Manufacturer narrative:
The device has not been made available for evaluation. Should further information of the device become available, a follow-up report will be issued.

Event description:
Provider alleges the caster stem snapped while the patient was in the chair allegedly causing him to fall out of the chair.

Manufacturer narrative:
(Based upon available information regarding the alleged incident at the time of the evaluation): caster fork complete & caster arm only the caster stem was fractured about 3/4" from the nylock nut. The extreme abrading to the caster stem and arm would suggest that the caster pivot was loose/compromised forsome time before the fracturing. This condition would have been noticeable to the user. As the monthly check section of the owner's manual references caster function andhardware, the likely root cause of the fracturing was improper care & maintenance.